Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6 upon receipt of additional information pertaining to this event, it was determined that this device did not cause or contribute to the reported event. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.

Manufacturer narrative:
B3: unknown date in 2022. D10: alteon ha collared stem size: 12. Alteon cup, cluster-hole 56mm. Alteon neutral liner. Biolox delta femoral head, 12/14 taper 36mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial right tha approximately 43years ago. During the procedure it was noted that "12 broach incarcerated". No intervention or further patient impact was reported as a result of this malfunction. No further information available.